Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunctions: water flooded from the damaged part of cable stress boot and cracked connector. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited tip breakage, cable flooding, image capture flooding, scope mount corrosion, and electrical contacts were discolored. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.